Manufacturer narrative:
Follow-up report will be filed, if add'l info becomes available.

Event description:
It was reported that during a coronary angioplasty procedure, the intra-aortic balloon (iab) was prepped and the sheath was inserted via the left femoral artery. The iab was successfully inserted and the pump was turned on. The iab did not inflate so the md tried to manually inflate the iab with a syringe. The iab did not inflate so the iab and sheath were removed as one unit. The md found a "severe hematoma on the pt's artery puncture site." The md requested another iab to insert to support the pt during the coronary angioplasty procedure. The second iab was given to the md. The iab was prepped, however, it was not removed from the tray. The pt had had two punctures. One in the right and one in the left femoral artery and the md decided not to insert the second iab due to the hematoma. The pt went into the surgery without iab support.